Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00747. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Results: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The reservoir was tested as follows: the plate was unlocked and exit and entrance ports were plugged, the reservoir was placed underwater and pressed by hand to confirm if there were any leakage and the result was: no leakage was observed during the test that might produce this defect. Conclusion: no device failure detected and the product is within specification.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a mastectomy on (B)(6), 2011 and two 10fr drains and a reservoir were placed. After the surgery on (B)(6), 2011, the fluid in the reservoir was disposed of and when the reservoir was re-activated, the reservoir inflated on the left side only. The patient fluid collected in the reservoir. There was no adverse patient consequences.